Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: one used decontaminated device sample was returned for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. A functional inflation test was performed on the received sample. It was confirmed that after twelve (12) hours the cuff was still fully inflated. The complaint could not be confirmed or replicated. A device history record (DHR) review could not be performed as the lot number was unknown. No action was taken, and no trend of similar customer complaints was identified.

Event description:
It was reported that "eight days after placement, the cuff was losing air. After replacement, the affected cuff was filled with air and left in place for six (6) hours, and air was slowly being released". This occurred during patient use, no patient harm/adverse event reported.